Manufacturer narrative:
(B)(4). Batch # n54a3d. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy and was attempting to cut and staple the stomach with a black reload with buttressing material and the staples deployed on the left side of the reload but didn't deploy on the right side of the reload. A second endocutter and black reload was tried with the same buttressing material and the procedure was completed with no consequence to the patient.